Event description:
When the patient returned to the hospital for treatment one month after being placed in the infusion port, it was found that the catheter fell off to the heart. The patient went to the cardiology department to remove the catheter.

Manufacturer narrative:
Note: product reference 4433734 is not cleared for sales in the USA, but it is similar to the product cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch sold since february 2021. Investigation results: we received for evaluation one celsite access port from batch nr 36973652 with its connection ring; the catheter was not returned for evaluation. No defect is visible on the received device. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All measures conform to our specifications. Disconnection test: we have performed a disconnection test on the returned access port with a catheter from our stock. The disconnection force obtained is more than 4 times superior to the requirement of the iso 10555-6. This characteristic conforms to our specifications. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the disconnection of the catheter (only 1 month after implantation) results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port". This is a rare incident, no corrective action is envisaged.